Manufacturer narrative:
The clinical representative spoke with both the patient and physician post procedure on (B)(6) 2021. They both stated that the procedure went well and that the patient was recovering well with no complaints. On sunday, the clinical representative was informed by the physician's partner that the patient had passed away due to choking. The physician stated that the death was not related to the spinal cord neurostimulator implant, and the paramedics and coroner found the patient unresponsive with food lodged in her throat. The stimwave clinical representative present at the implant procedure stated no complications were experienced during the procedure. The surgical issue (unrelated to the stimulator) questionnaire was reviewed for potential causes of the reported issue. Based on this review, puncturing the bone during the procedure, dilator not removed, and stimulator not implanted successfully have been ruled out as potential causes. The physician believes the death of the patient is not related to the scs stimulator implant as food was found lodged in the patient's throat. The stimulator is used to treat pain. The cause of the complaint is unknown/no problem found.

Event description:
Physician reported that the patient had passed away due to choking from food at a party at her house.